Manufacturer narrative:
Device received with no button response due to faulty mother board. However, device power up properly and no constant tone during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and low blood glucose event. The customer¿s blood glucose was 43 mg/dl at the time of incident. Customer stated that the insulin pump had a high pitched noise and the buttons does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 43 mg/dl and treated with food. Unable to perform low blood glucose troubleshooting due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.